Event description:
It was reported that the battery voltage of this device never met the implant criterion. The field representative stated that the device was never stored at a temperature below 0° celsius. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed but no issue identified that required full analysis. The device was received in the unopened inner tray.